Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of 600 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a manual injection. As the event occurred in the past, troubleshooting was unable to be performed by tandem technical support. A recommendation was made for the customer to discuss factors affecting bg level with the healthcare provider.